Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a 3.25 x 12 mm nc trek balloon catheter, the protective sheath could not be removed. Another nc trek was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, functional and dimensional inspections were performed on the returned device. The reported difficulty to remove was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulty to remove of the protective sheath.